Manufacturer narrative:
The customer reported the line came apart, and returned one sample of material 2420-0007, lot unknown. Upon initial visual examination, the set verified the complaint of separation at the proximal y-site, outlet side. The tubing and y site were examined under a microscope, and insufficient solvent was applied to the connection. The manufacturing plant found the root cause for the y site separation to be related to incorrect solvent assembly. An accessory was implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Implemented on (B)(6) 2025. There is no lot reported, but 3 possible lots are found from the smart site identification numbers. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following. It was reported by customer that when writer went to disconnect IV tubing from patient and place looped on IV pole for 2200 antibiotic and line came apart at proximal y-site. Very minimal force was used for same.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.